Event description:
As reported by the field, during an angioplasty procedure, a prowler select plus 150/5cm microcatheter (606s255x, 31197129) became impeded in m1 segment of internal carotid artery and could not advance any more. The physician retracted the microcatheter (mc) and then delivered it again. The microcatheter was impeded in c6 of the blood vessel, could not reach the target site. The physician switched to a new microcatheter to complete the surgery. Additional event information was received on 21-may-2024 indicating that the event did not result in any undue procedural delay that could be considered clinically significant. The clinician suspects that the mc inner wall ¿coating failure¿ which caused the resistance/unusual friction. The device did not become damaged. The concomitant devices used with the product did not become damaged at any time. An adequate continuous flush was maintained. A synchro 0.014 was used successfully with the concomitant device prior to the encountered resistance. The procedure was completed by replacing the prowler infusion catheter with other batch number. The target vessel being treated was the left middle cerebral artery m1 distal stenosis, pathway vessel normal under dsa. The vessel was partially bending, with a 90-degree bend from section c7 to m1. Additional clarification was received on 22-may-2024 indicating that the reported ¿coating failure¿ means delamination or peeling.

Manufacturer narrative:
Product complaint # ==>(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31197129 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.